Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 33.3 mmol/l. During troubleshooting, customer was assisted in performing a 5 unit manual prime and insulin pump received a no delivery alarm at 1 unit. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing.